Event description:
An adc customer facility reported that the unit of measurement for one of their precision meter was incorrect. They reported that a nurse noted that the meter that used to display in mg/dl spontaneously changed to mmol/l. The nurse quickly noticed and attempted to change the units of measure back to mg/dl but was unsuccessful. There was no report of serious injury, death or mistreatment associated with this report.this complaint was identified as part of a complaint review based on a confirmed complaint investigation.

Manufacturer narrative:
The customer's meter (B)(4) was returned and investigated.. The complaint is confirmed. It is believed that the incorrect uom displayed during the memory recall mode was caused by a hardware component failure. During the investigation, the meter inexplicably returned to normal operation. Two glucose test measurements were successfully performed with the results displayed in the correct uom of mg/dl. This issue is believed to be the result of a very unusual and improbable failure of a component and not a result of a design-related issue. This is a final report.